Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as cracked valve seat diaphragm valve. As per the investigation procedure creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side defaltion. Device remains implanted.

Manufacturer narrative:
Clarification to d6a implant date: partial date provided as "2004". The previously entered date of (B)(6) 2004 has been removed as it has been found to be before the manufacturing date of the device. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, b6, d1, d4, d6a, d6b, h4, h6, h11.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.